Event description:
It was reported that the patient presented remotely via merllin.net. Interrogation of the patient's implantable cardiac monitor (icm) showed episodes of undersensing. No changes were made. The patient was stable.